Event description:
A malfunction alarm occurred with malf 12 as the code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump; however, the malfunction code recurred post-resetting. Consequently, the decision was made to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup to ensure continuous insulin delivery. Technical support also confirmed the shipping address and instructed the customer on how to prepare the faulty pump for return using a pre-paid label within 10 days. The customer understood and acknowledged all instructions.